Manufacturer narrative:
Device was returned for evaluation. The device was found to have short on the cable causing the image to be distorted and inability to take pictures. The device was repaired. Once completed, the device was tested and passed all testing requirements and specifications. As stated on the IFU and as a preventive measure: never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.

Event description:
It was reported that during preparation for use, the device ch-s400-xz-ea 4k autoclave camera head exhibited a distorted image and was not taking pictures. Display image was not visible. There was no patient involvement on this report, no user harm or impact was reported due to the event.